Event description:
Device was in use with home care pt. According to reporter, when the device was removed from use, a portion of the cannula was missing and presumed under pt's skin. According to reporter, the pt reported to hosp in effort to retrieve remaining cannula portion but the portion could not be located. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.